Event description:
The customer reported filament regulator failure errors during patient cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage circuitry was evaluated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.